Event description:
It was reported the device could not be interrogated. It was also reported the device gave an electrical reset message. The device was found to be at elective replacement indicator status approximately 10 months ago. It was also reported by the patient that "shocks" had been received when it was raining outside while working on telephone lines. Follow up with the physician's office disclosed the plan was to abandon the device and not replace it "because the patient no longer needs the device". It was also revealed there was a "history" of the patient receiving shocks while working on the telephone lines, but they were not related to the function of the device. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.